Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the 21st january 2010 and performed self-tests up to the (B)(6) 2010. Temperatures are recorded below the recommended minimum stand-by and maximum operating temperature of the device throughout the history log. The device failed multiple self-tests due to a low battery between the (B)(6) 2010 and the (B)(6) 2015. The device remained in fault mode until the (B)(6) 2016 when an increase in voltage was observed and the device passed a self-test. The device records manual power ups of 10 minutes duration on the (B)(6) 2016. Investigation found the fault can be attributed to membrane failure. The low and high temperatures recorded would account for the low battery fails. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use.